Manufacturer narrative:
The referenced previously supplied non-grounded patient cable was reported under medwatch MFR report # 2916596-2016-00291. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months the event occurred at (B)(6). The patient remains ongoing on lvad support awaiting transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage occurred on (B)(6) 2018, confirmed via the system controller log file. The patient was asymptomatic. It was reported that the incidents occurred while the patient was sitting and lying on their left side during power module support with a previously supplied non-grounded patient cable. On (B)(6) 2018, an external driveline evaluation was performed by the manufacturer's technical services representatives. The driveline was reportedly in very good condition. With use of the patient¿s non-grounded patient cable, the external driveline was manipulated and no alarms were observed. The device passed electrical continuity testing, and alarms were unable to be reproduced when palpating the external portion of the driveline or when the patient performed body movements. A normal grounded patient cable was then attempted to be attached, with an immediate pump stoppage witnessed. A decision was made to continue with the patient¿s current treatment as the patient is on the high urgency transplant list. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing. The distal end of the driveline was returned in three segments; a 9 inch segment, a 2.5 inch segment, and the 25.5 inch distal end. The outflow graft and outflow graft bend relief were severed at their hardware and each returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the distal side of the inlet stator upon disassembly revealed a thin, non-laminated deposition around the inlet bearing cup. Visual examination of the proximal side of the outlet stator revealed small, loosely seated, red depositions between the outlet bearing ball and stator blades. All of these depositions lacked laminated layering, indicating that they did not initially form in these locations; however, their origins could not be conclusively determined. These depositions appeared to be acute formations as evidenced by their lack of laminated layering. No developed depositions or thrombus formations were identified through visual examination of the pump¿s blood-contacting surfaces. The silicone jacket, clear bionate, and metal braided shield of the driveline were removed to examine the underlying wires. Visual examination of the wires of the pump-end segment revealed breaches to the insulation of the brown, red, and orange wires; approximately 0.75 inches from the pump housing. Breaches to the insulation of all wires were identified on the 9 inch middle segment of driveline, approximately 2 to 2.5 inches from the pump housing. Additional breaches to the insulation of the red, brown, black and orange wires were identified on the 9 inch middle segment of driveline, approximately 3 to 3.5 inches from the pump housing. Further breaches to the insulation of the orange wire (5.25 inches from pump housing) and brown wire (5.5 inches from the pump housing) wires were identified on this segment of driveline. The yellow and green wires redundantly support motor phase 1, the brown and black wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Due to the damage to the pump-end segment and 9 inch middle segment, only the 2.5 inch middle segment and 25.5 inch distal end of the driveline could be tested for electrical continuity. No discontinuities or shorts were identified on these segments of driveline. The damage to the 9 inch middle segment was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 2.5 inch segment and 25.5 inch distal end were submerged as well. This test did not reveal any additional areas of current leakage. Because the driveline was severed near the pump housing, the pump-end segment was unable to be tested for current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the system controller log file could have resulted from a phase-to-phase short if the exposed conductors from any of the wires and exposed conductors from a different phases¿ wire(s) made simultaneous contact with the braided shield on either the power module or battery power. These alarms also could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a pump exchange was performed on (B)(6) 2018. The patient is reportedly doing well. No additional information was provided.